Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log files. A review of the submitted log file spanned approximately 1 hour ((B)(6) 2021 from 12:54 ¿ 13:53 per time stamp). The backup battery fault alarm was active throughout the entire log file due to a failed load test. The backup battery failed the load test either due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage or the unloaded voltage being under the acceptable threshold. The log file did not capture when the load test first failed, so the loaded and unloaded voltages cannot be measured. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. A root cause for the reported event cannot be conclusively determined through this analysis. During the investigation there was an incidental finding of low speaker volume. The volume of the speakers were noted to be low due to some debris. A self test was performed and the controller was within specification before the speakers were cleaned. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came in with the second backup battery fault since their implant on (B)(6) 2021 (first backup battery fault is covered under (B)(4)). The patient's system controller was exchanged. The log file captured 4 lower flow events that were not sustained for long enough (at least 10 seconds) to activate the audible alarm. The system controller exchange resolved the alarms.